Event description:
It was reported that during an arterial venous shunt procedure of the cephalic vein, a balloon rupture occurred. On the second inflation the wanda 6.0-40, 80cm balloon ruptured at fifteen atmospheres. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.